Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation physio-control found an event code logged in the device's memory that can indicate that the AED function of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to shorted capacitor c160.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the event code in the device's electronic files. Physio replaced the device's therapy board to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation physio-control found an event code logged in the device's memory that can indicate that the AED function of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary.